Manufacturer narrative:
(B)(4). Date sent: 10/23/2020 . Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger." The event described could not be confirmed as the device performed without any difficulties noted. The knife reverse button worked properly during testing.

Manufacturer narrative:
(B)(4). Batch # u5cz6r. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior, the device jaws locked during use. The surgeon fired the device, the knife extended correctly into the tissue, the reload formed proper staples and the knife was retracted. However, once the knife was fully retracted, the device refired for a second or two (without touching the firing button) and then the knife was stuck in the tissue and the device consequently locked out. The reverse button did not work and the manual override was used to release the device. A new device was used to complete the procedure. There were no patient consequences.